Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) could not be interrogated following multiple attempts with transmission using the patient's phone app and a programmer. The patient was stable throughout. There is no additional information at this time.

Event description:
New information notes the physician had originally planned to replace the device but the patient got a new phone and the implantable cardiac monitor was able to transmit sessions via merlin. Net after re-downloading the app. This was determined to be an issue with the patient's previous phone or app. The issue with transmission was determined to be resolved.